Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 30 mg/dl. Customer reported that every night her blood glucose dropped down into the range of 40 mg/dl. Customer was treated with food and glucose tablets. Customer has been experiencing low blood glucose since 3 months. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer does not alleged insulin pump was over delivering. The insulin pump will not be returned for analysis.